Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) spoke with the customer, released the cubie, and reseated it to correct the problem. The issue was confirmed to be resolved. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The drawer could not be recovered by the user, displayed a 'requires maintenance' message, the customer noted that the drawer appeared physically stuck, and user were unable to open the cubie lids or remove the cubie assembly entirely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.